Manufacturer narrative:
The customer checked the reagent slot for bnp reagent pack and found the slot empty. The customer loaded a new bnp reagent pack on instrument, and ran qc. The results were within the established ranges. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) in regards to obtaining ind flagged and suppressed b-type natriuretic peptide (bnp) qc results for all three levels. The customer is not questioning any patient results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.